Manufacturer narrative:
This report is submitted august 31, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement; reprogramming attempts were made however the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted during the same surgery.

Manufacturer narrative:
Per the audiologist, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
This report is filed on september 27, 2018. (B)(4).